Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that one patient sample with a known weak anti d ( used as a positive control) and one anti d known patient sample (described as "homemade") showed false negative test results using anti-d blend when processing the solidscreen ii method on tango infinity ((B)(4)). A retesting of one sample that had caused the false negative result on another tango infinity ((B)(4)) showed a correct positive reaction. The customer returned the supposedly defective product (sc ii anti-d blend, #8623090-01) that had caused the false negative reactions for investigational testing and also the reagents he used performing the tests (ahg sc ii, mlb2, alsevers solution). Furthermore the customer provided two specified blood samples. Therefore our quality control laboratory tested all reagents provided by the customer. The supposedly defective lot of sc ii anti-d blend was tested in comparison to a retained and a reference lot by titration. All three samples of the product met the required specifications. Subsequently the supposedly defective product sc ii anti-d blend was tested with different known weak anti- d samples (type 1,2 and 3) and also with rh(d)negative and rh(d)positive samples. The received blood samples from the customer were tested for investigational testing as well. Testing by our quality control laboratory confirmed the correctly function of the allegedly defective lot sc ii anti-d blend, #8623090-01. All positive and negative reactions were correct. All tested reagents and samples react as it was expected, we did not observe any false negative results. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. The affected tango infinity was inspected by one of our field service engineer. He checked the correct function of the instrument by performing metrology qualification as required. No malfunction was identified, the instrument operates within specifications. The log file of the complaint test result was deleted therefore the file could not been checked for any irregularities. All other testings on tango infinity sn (B)(4) were run without issues.